Event description:
A report was received that during a paddle lead revision, a contact dislodged from the lead into the patient. The lead was recovered and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.